Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, the display lens was cracked, and the ring was missing. It was also noted that one bail cover was broken, one bail cover was missing, the ring cover was missing, the lead flex cover was broken, the battery contacts were compressed, one bail was missing, the battery drawer was chipped and contaminated, the keyboard was scratched and the serial number label was damaged. (B)(4).

Event description:
It was reported that the epg (external pulse generator) has cracks on the screen and case, and the hanger ring on the back is missing. There was also an error code experienced at boot-up; however, this was resolved by removing the battery and cycling the power. The epg was returned for repair. There was no patient involvement.